Manufacturer narrative:
1020379-2017-00037 is associated with argus case (B)(4), polident.

Event description:
Im a caregiver and I believe she ate 4 polident tabs. I found the wrapper in her bag [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received double salt denture cleanser (polident) tablet (batch number unk, expiry date unknown) for drug use for unknown indication. Concurrent medical conditions included alzheimer's disease (patient has alzheimer). On an unknown date, the patient started polident 4 dosage form(s) at an unknown frequency. On an unknown date, an unknown time after starting polident, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and accidental ingestion of drug. The action taken with polident was unknown. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident. Additional information, adverse event information was received on (B)(6) 2017. Consumer stated "I am a caregiver and I believe she ate 4 polident tabs. I found the wrapper in her bag".